Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignat pain indications for use. It was reported that they had magnetic resonance imaging (MRI) this morning and when they got home and went to use the personal therapy manager (ptm), they were getting service code 100 (pump motor stall). The agent reviewed meaning of the service code and recommend patient consult with healthcare provider for next steps. The patient was redirected to their healthcare provider to further address the issue.